Manufacturer narrative:
Additional information:

Event description:
Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and physician information has been requested. No additional information is available at this time. Reason for reoperation: pain, visibility/palpability, rupture, capsular contracture, baker grade unknown and anxiety product/procedure.

Event description:
Patient reports ¿changes within my breasts (shape, size)¿, pain, "dizziness, brain fog, nausea" non-device related, and "feel very uneasy." This report captures the right side. Device remains implanted.